Event description:
Co received a letter from a clinic advising they had been treating a pt for a second degree burn on the palm, index, & middle of pt's left hand. No other info was given. Co called consumer and asked for a detailed explanation. Co will supply FDA the info asap.